Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a blank display and received an unexpected restart alarm. The customer's blood glucose was 246 mg/dl at the time of incident. The customer corrected the blood glucose with glucagon shot. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that they changed the battery but the display did not return. The customer performed troubleshooting for the battery cap but the display did not return. The customer stated that the unexpected restart did not occur after reinserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.